Manufacturer narrative:
We have not received the complaint device for investigation. Without the returned device, we remain inconclusive about the root cause of this malfunction. However, based on the information available to us, it is possible that user used excessive force when pulling the catheter and resulted in balloon/tip separation. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other similar complaints from this lot number. Hence, we consider this to be an isolated incident.

Event description:
During pre-use check, user tested the balloon functionality of the novasil embolectomy catheter by inflating the balloon with higher than recommended volume of air. He then manipulated the balloon between his fingers and then pulled the catheter. The balloon/tip separated from the lower part of the shaft and the balloon ruptured while doing so. There was no patient involvement.